Event description:
It was reported the ventricular cable jack is pushed in, and the rubber piece is missing. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the ring cover and two side bail covers were broken, one side bail was missing, the battery contacts were compressed and the battery release was contaminated.